Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient received inappropriate shocks due to p-wave oversensing. It was reported that the lead dislodgement was the reason for p-wave oversensing. The patient was hospitalized and the lead was repositioned.